Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the lower shaft of gear number two. Interrogation of the device indicated the pump had been programmed to deliver 25.0 mg/ml of dilaudid at 7.647 mg/day, 0.4 mg/ml of baclofen at 0.12236 mg/day, and 20.0 mg/ml of bupivacaine at 6.118 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis with no known complaint. The patient¿s indication for use for their implantable pump was non-malignant pain and other chronic/intractable pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the healthcare provider (hcp) on (B)(6) 2017. The hcp provided the patient's weight at the time of the replacement, and indicated the device was replaced due to end of battery life. It was indicated there were not any device or therapy issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.